Event description:
As reported by the edwards territory manager (tm), this patient developed a pericardial effusion which required pericardiocentesis post transcatheter aortic valve replacement (tavr). Per report, the patient was scheduled for a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2012. However, upon completing the balloon valvuloplasty with the z-med balloon it was decided to stop due to significant calcium/leaflet shift which covered both coronaries. The tm was contacted by the physicians on (B)(6) 2012 and it was reported the patient's condition continued to diminish. The lead physician made the decision that there was no other choice but to replace the valve. The tm informed the physicians of the risks, at which the physicians stated the patient would certainly die if the tavr procedure was not attempted again. Therefore, the patient was scheduled for tavr on (B)(6) 2012. At the tavr procedure, the patient was placed on by-pass, and stents were deployed in both the left and right coronary arteries. The coronary balloons/stents where first deployed, then with them still inflated the sapien valve was deployed. Upon inflation the two coronary balloons caused the sapien to not reach its full diameter causing significant central leak. At which time, the decision was made to add 1cc to the delivery system balloon and post dilate the sapien valve. After the post dilatation, the aortic insufficiency improved to a final grade of trivial. The patient had developed a pericardial effusion which remained stable during the case, however, it was decided to drain the effusion after the tavr procedure. At the time of this report the patient was stable with a slight diminished function of the right ventricle. They removed the patient from the room and planned to monitor. Per additional information received, the pericardial effusion was attributed to the non-edwards valvuloplasty balloon.

Manufacturer narrative:
Pericardial effusion. In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the IFU, pericardial effusion and cardiovascular injury are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, and aortic valve replacement/ bioprosthetic heart valves. Pericarditis is a response to disease, injury or an inflammatory disorder that affects the pericardium and results in pericardial effusion. This response can occur following heart surgery, trauma or puncture wound near the heart, in patients with underactive thyroid, autoimmune disorders, in patients with different types of cancers/treatment, and as a result of exposure to certain medications. In this case, the exact cause for the pericardial effusion cannot be confirmed; however, it is possible the tip of the guidewire caused or contributed to this event. Per the information received, the pericardial effusion was attributed to the non-edwards valvuloplasty balloon but association to the rf3 cannot be ruled as the timing of the event during the procedure cannot be confirmed and both devices would be placed on the guidewire during the procedure. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.